Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump gave call services 069 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/08/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data did not show record of the reported call service alarm. The pump powered up to recurring eeprom warnings that the investigation was unable to clear and the remaining testing cannot be completed. The reported call service alarm issue was not verified in the black box and the investigation was unable to fully investigate the reported call service alarm issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.